Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
The patient received multiple inappropriate therapies due to noise on the right ventricular (rv) lead. The patient did not miss any defibrillation therapy as the patient did not have any true ventricular fibrillation (vf) episodes. Lead impedance had increased from previous values and loss of pacing was observed. During implant of a new lead, a silicone patch near the header, placed previously, was noted on the rv lead. Beneath the silicone patch was an insulation defect. The rv lead was capped and replaced. The patient is stable.